Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11

Event description:
The following was reported to hamiton medical ag: will not pass leak test with multiple attempts and circuits. No patient involvement.

Event description:
The following was reported to hamilton medical ag: will not pass leak test with multiple attempts and circuits. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that there was a humming sound from the ventilator and the leak test failed during pre-operational checks. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, an expiratory valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the expiratory valve assembly, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: will not pass leak test with multiple attempts and circuits. No patient involvement.